Event description:
A plate (right medium size) had flaw. Dr. Used other size plate.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Manufacturer narrative:
The reported incident that volar smartlock distal radius plate, standard, right,short, 11 holes was alleged of issue s-31 (no fitting) could be confirmed. Based on the investigation, the root cause was attributed to a user related issue. It has been seen that the volar smartlock distal radius plate, has two scratches in one of the sides. In addition is seen that the plate has organic debris, therefore it was inside the patient at some moment. Our manufacturing process has 100% visual inspection in place for plates and this sort of defect would have been detected. Also, ifus indicate that the implant should be visually inspected prior to the surgery to detect any possible defect that might have. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. If any further information is provided, the investigation report will be updated.

Event description:
A plate (right medium size) had flaw. Dr. Used other size plate.